Manufacturer narrative:
The check of the DHR of the stem inserter (lot#2015ar0hr) did not show any pre-existing anomaly on the (B)(4) pieces manufactured with this lot number. No other complaints reported on this specific lot number. We will submit a final report once the investigation will be completed.

Event description:
Intra-operative issue involving a master sl inserter, model # 9045.03.300, lot# 2015ar0hr. Surgeon was trying to screw the inserter onto the stem to extract the stem, when the thread of the inserter stripped. No impact on patient. According to the info reported, there was a misalignment between male thread of the inserter and female thread of the stem when trying to remove the stem. Event happened in us.